Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. The reported events of inadequate capture, and high pacing impedance were not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The helix was retracted and clogged with blood / tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix although a slight over torqued of the inner coil was noted that could have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix clogged with blood / tissue. No other anomalies were found.

Event description:
It was reported that during implant procedure patient's new lead exhibited high capture threshold and high out of range pacing impedance. It was also noted that the lead helix was not able to extend. The lead was not installed and on (B)(6) 2024. The patient was stable.